Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was programmed to rv only pacing. The lv pacing impedance was >2000 ohms. The boston scientific representative questioned the status of the coronary sinus lead. A boston scientific technical services consultant discussed that no information was received indicating the lv lead was removed from service. The representative planned to consult with another representative that was at the implant procedure. It was later revealed that the lv lead had been programmed off due to loss of capture. A fracture was suspected.